Event description:
It was reported to covidien on 04/28/2009 that a customer had an issue with a safety needle. Customer reports that after administering a medication, the needle sheath popped off of the device activation and the clinician was stuck in the process.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.